Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to decapping (loose cap) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode decapping (loose cap) . Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter translated to english. The customer stated: "after drawing blood for patients, the safety cap is loose, the cover is not tight, and it is easy to pop up. The blood is easy to spill out during external delivery."